Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01251 for the report of the elevated lactate dehydrogenase and subsequent pump exchange due to suspected thrombus. (B)(4). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had an lvad related infection. On (B)(6) 2014, the driveline exit site had serous drainage with erythema and mild discomfort. Drainage culture grew a mix of gram positive and gram negative bacteria. The patient was started on dicloxacillin and ciprofloxacin. The physician assessed the exit site and determined that there was not enough room for debridement. The patient was started on chronic antibiotics. The patient was admitted for ICD lead and lvad pocket infection from (B)(6) 2017. The patient had remained on chronic antibiotics. The culture showed gram negative staphylococcus rods. On (B)(6) 2017, the patient underwent ICD lead removal and debridement of wound pocket. A wound vac was placed. The patient continued on antibiotics with 10 days of doxycycline added to the regimen. The patient was admitted on (B)(6) 2017 for a lactate dehydrogenase (ldh) of 3435 u/l and an inr 2.02. During this admission the wound vac was discontinued. The doxycycline was complete, but the patient continued on ciprofloxacin and dicloxacillin. The patient underwent pump exchange on (B)(6) 2017 due to suspected thrombus. No additional information was provided.